Event description:
It was reported that, "it was noted upon opening a 11mm x 155 fluted stem the packaging had been compromised. The styrofoam packaging had deteriated and became lodged in the distal portion of the stem. The surgeon did not find this acceptable and I was told to open another stem. There were no negative consequences resulting from this incident. The surgeon was understanding that these things happen".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.